Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to lead migration issue which was confirmed via x-ray. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
During the processing of this incident, attempts were made to obtain complete event and device information.

Event description:
Additional information received indicated the system was explanted and replaced with one from a different manufacturer. Date of explant was requested, but not provided to the manufacturer.